Event description:
It was reported that during a pulsed field ablation procedure, there was resistance when the catheter was removed from the sheath. The guide wire was stuck inside the catheter and the adjustment knob "sounded broken." The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012536355 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During inspection of the spiral array segment, an inverted array was observed. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The guidewire was inserted into the catheter and retracted several times without any issues; no anomalies were identified. During compatibility testing, the catheter into sheath insertion failed. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter did not pass returned product ins pection due to an inverted spiral array and entangled electrode wires in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.